Event description:
This lead was attempted but not implanted because during the case the lead was very tight and after several attempts at implant there was a perforation. When pulling the lead out it was so tight that the svc coil "stretched out like an accordion." The hospital retained this device and another ICD lead was implanted with marginally good numbers.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.